Event description:
The customer reported that during transport while the unit was in the use on a pt, the unit generated a loud alarm and immediately turned off (shutdown). The pt was being transported from mercy hospital, buffalo, ny to cleveland clinic. The pt was switched from mercy hospital's pump to cleveland clinics pump without any difficulty. As the pt was loaded into the helicopter, the pump alarmed loudly and shutdown. Just prior to loading the pt on the helicopter, it abruptly started to rain and then stopped. The customer was uncertain if the pump had been exposed to the rain. When the iabp was turned back on, there was an error code 117 and any attempts to troubleshoot were unsuccessful. The pt was switched to another unit and therapy was continued.

Manufacturer narrative:
The pt was stable during the period when she was not on the pump. No pt injury was reported. The pt expired the next day, but the death was not attributed to the event. The pump was returned and evaluated by sustaining engineering. The engineer reviewed the fault journal from service diagnostics and found the fault log to be consistent with invoking a unit shutdown and an alarm. A review of the alarm fault codes shows no other abnormal alarms. The engineer then examined the pump internally to see if there were any visible signs that water had entered the unit. No conclusions were able to be drawn. The unit was run for a week in our test chamber at 40 degree celsius and then thermal cycled for 4 days between 10 degree celsius and 40 degree celsius. During these tests, no failure occurred.